Manufacturer narrative:
Field service engineer (fse) reports the system was working properly when he arrived. Fse checked operation and talked to the new x-ray tech and felt that the issue was possible due to operator error with positioning the tube arm. If tube arm is not in correct position, systems safety interlocks are designed to not allow fluoro. Fse checked the unit per hut service manual.

Event description:
On (B)(6) 2013, customer reports via phone that during a cystogram with stent removal on a (B)(6) male the fluoro failed. The physician was able to finish the procedure with the cystoscope. No reported injury.